Manufacturer narrative:
Direct: (B)(6). Internal ext. (B)(6).

Event description:
Information was received indicating that a smiths medical, cadd legacy plus, mdl 6500 pump was alarming no disposable won't run. It was reported that troubleshooting was unsuccessful. Per reporter there was a small air bubble in the tubing. Per reporter residual volume was: 44.4ml, rate 2.0 ml.hr and 47.6ml was given no adverse patient effects were reported. Per reporter, no additional information is available at this time.